Event description:
While prepping for a case the cordis mynx was opened to be placed on the sterile field when it was noted to be broken where the balloon should deploy. Never reached a patient, operating room and supply chain working on a return to manufacturer.